Event description:
It was reported that during preventive maintenance, the ventricular side of the external pulse generator (epg) was giving 28.5 milliamps (ma) at a setting of 10 ma. It was further reported that the epg had reached the end of its service life. As a result, the customer was going to try to get outside service. An end of service life document was sent to the customer by email. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.